Event description:
It was reported that during use of right ventricular (rv) lead, the lead exhibited t wave over sensing. The rv lead remains in use, and re-programming of settings scheduled. No patient complications have been reported as a result of this event.